Event description:
It was reported that a patient developed hearing loss following an mr examination. The patient received medical treatment, including corticosteroid therapy and hyperbaric oxygen therapy. At the time of reporting, it had not been confirmed whether the patient¿s hearing had returned to baseline.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188 h3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.